Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No air bubbles anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 300 mg/dl to 400 mg/dl. The customer was assisted with troubleshooting for air bubbles and high blood glucose level. The customer also reported that the location of air bubble was reservoir and tubing. The customer was also reported that approximate size of air bubbles was 2 inches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.